Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13g25064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced cloudy effluent as a result of the peritonitis. The patient was treated with cefazoline but had not yet recovered from the peritonitis. No additional information is available at this time.